Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. Reportedly, the customer was using humalog in the cartridge for 3 days. The customer declined tandem technical support's offer to perform a system check as the customer thought that the occlusions were not a supply issue.